Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high as 315 mg/dl as well as had damaged. Customer¿s current blood glucose value was 77 mg/dl. The customer states that the reservoir compartment is broken, so not all the reservoir stays in the pump, and when the reservoir gets down to a certain level then she has to change the reservoir or the reservoir pops out. Troubleshooting was done for high blood glucose, under delivery and damaged. The customer states reservoir just falls out when a piston rod pushes on the reservoir. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received unable to performed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to completely broken reservoir tube lip noted. Pump received with cracked case at the display window corner, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.